Event description:
On 06/27/2023, the customer alleged to medela llc that his wife has mastitis because she is unable to express milk and has low suction with her freestyle hands free breast pump.

Manufacturer narrative:
The customer reported the pump was on maximum setting and it was not suctioning well. The customer is using the correct breast shield size. The customer was sent a replacement breast pump. In follow up with a complaint handler on 07/3/2023, the customer indicated that her mastitis was diagnosed by her family doctor and was prescribed an antibiotic. She indicated that she is renting a hospital grade pump that has better suction. Her mastitis is better and has just about cleared up. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.